Event description:
It was reported that shaft break occurred. During unpacking of a 2.00mm x 15mm maverick balloon catheter, it was noted that the balloon delivery shaft was fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. During unpacking of a 2.00mm x 15mm maverick balloon catheter, it was noted that the balloon delivery shaft was fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned device consisted of a maverick mr balloon catheter in two pieces. The balloon was tightly folded. Analysis of the tip, balloon, inner/outer shaft, and hypotube included microscopic and visual inspection. Inspection revealed a complete separation in the hypotube located 61.2cm from the tip of the device, and numerous kinks in the hypotube. Inspection of the rest of the device found no other damage or defect.